Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 76-year-old female patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), with a history of prior coronary artery bypass grafting, known coronary artery disease, and diabetes mellitus. The patient's clinical state prior to initiation of support was identified as scai shock stage e. The impella was inserted by the physician, who reported difficulty delivering the cp into the left ventricle. When the pump was turned on, flows were suboptimal at a maximum flow of 0.5 l/min. The physician elected to remove the pump instead of troubleshooting potential problems due to the emergent nature of the procedure. The physician reported tactile "crunchiness" as the pump was moving through the ascending aorta and when the pump crossed the aortic valve. Patient conditions included a calcified and stenotic valve, and the patient was post-op CABG day 2. The replacement pump was inserted and started normally without issue. The first pump was discarded. The same automated impella controller (aic) was used for both pumps. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
D6b. Explantation day, month and year corrected.

Manufacturer narrative:
Corrected data: d4: serial number updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue could not be determined without returned product investigation and sufficient clinical details. The cause of the low pump flow issue could not be determined without returned product investigation and sufficient clinical details, including data logs. The cause of the issue was most likely related to patient condition related to calcified/stenotic valve based on provided clinical details.